Manufacturer narrative:
The pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. To treat bg, candy was consumed. Reportedly, the customer was using long acting insulin, basaglar, and fast acting insulin, admelog, in the pump. Tandem technical support advised the customer on pump labeling instructions.